Event description:
Additional information was received. Follow-up revealed shock impedance measurements were high out of range in all shock configurations. This was a sudden increase in the measurement. All other lead measurements were stable. A revision procedure was performed, it was noted the connection of the distal coil had not been inserted fully and was able to pull back with traction. The connection was secured; normal shock impedance measurements were obtained. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed high out of range shock impedance measurements. All other lead measurements were within normal limits. Different lead configurations revealed similar measurements. No noise episodes were revealed. An x-ray did not reveal any issues. The patient has been hospitalized until a revision procedure can be performed. No adverse patient effects were reported.